Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. The device was originally reported for insulin leaking while wearing the pod and adhesive failing to adhere. As treatment, the patient applied a new pod.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. It could not be determined if the observed tear contributed to the reported leaking during wear. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.